Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.user reported an infection at the insertion site, presenting with a rash, which was confirmed as an infection by the hcp. Symptoms first appeared on (B)(6) 2025, with the time defaulted to 12:00 pm as no specific time was provided. No additional infections were reported. The user's hcp is aware of the event and prescribed topical corticosteroids. Per dms, the user has not used the system since (B)(6) 2025 at 6:43 am and stated they will follow their hcp's guidance on when to resume system use.

Event description:
Senseonics was made aware of an incident where user reported user reported an infection at the insertion site, presenting with a rash, which was confirmed as an infection by the hcp. Symptoms first appeared on (B)(6) 2025, with the time defaulted to 12:00 pm as no specific time was provided. No additional infections were reported. The user's hcp is aware of the event and prescribed topical corticosteroids. Per dms, the user has not used the system since (B)(6) 2025 at 6:43 am and stated they will follow their hcp's guidance on when to resume system use.